Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  During functional testing the device powered on with normal display screen and brightness. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified.  No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.